Manufacturer narrative:
The date returned was corrected to the date the device was received at the investigation site. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the device was broken. The external features of the device were visually inspected and it was observed that the tip of the device was broken. Therefore, the reported condition was confirmed. The device was examined and photographed using 28x magnification. Based on the photographs taken it was determined, based on the angle, that there was excessive force applied to the device. It was determined that excessive lateral side to side force was applied. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an endoscopic surgery of a hernia on an intervertebral disk, it was observed that a broken fragment of the cutting burr device remained in the endoscopic port when the drill was pulled out for cleaning the inner cylinder. According to the report, the event occurred 1 1/2 minutes later after cutting the bone. It was reported that the fragment was picked up by using forceps; therefore, no fragments remained in the patient's body. It was reported that the surgeon made sure that all fragments were taken out from the patient by using the c-arm x-ray. It was reported that the x-rays were planned for the aim of checking the port angle for the original intervention. Therefore, it was not performed specifically for the fracture of the cutter bur rather as part of the surgery. It was reported that the patient's exposure to x-rays was about 7 seconds. It was reported that the surgery was completed by using an attachment and another cutting burr device. It was reported that the patients condition was fine. It was not reported if there was a delay to the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.